Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the ¿rubber portion¿ on the injection port of eighteen (18) non-dehp fluid path intravia containers, 250 ml capacity appeared ¿dried out¿ and about to crumble. This was further described by the customer as ¿the center appeared yellow but surrounding was white and appeared like it was going to crumble¿. It was further observed that all of the outside device wrappers have three (3) small holes across the top ¿about the perforated line to open the package¿. This was observed prior to preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photographs and due to the nature of the returned sample (photograph) no additional testing could be performed. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.